Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). It was noted that the loc was at 3.5 volt threshold. Technical services (ts) discussed programming options with the health care professional (hcp) who reprogrammed the lv output. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm). It was noted that the loc was at 3.5 volt threshold. Technical services (ts) discussed programming options with the health care professional (hcp) who reprogrammed the lv output. This lv lead remains in service. No adverse patient effects were reported.